Manufacturer narrative:
Initial evaluation of the returned device determined that there was an open circuit between a board and potentiometric channel. Further investigation is ongoing.

Event description:
A complaint was received from a customer that an I-stat I analyzer failed quality control testing for potassium. An external electronic stimulator produced error code l multiple times. There were no reports of any patient injury associated with the complaint.